Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24187. It was reported the pt is experiencing auto-reducing with her scs sys and the pt is unable to increase her stimulation amplitude past perception levels. A sys diagnostics revealed multiple invalid contacts and reprogramming did not resolve the issue. The pt is pending a f/u with a sjm rep to further evaluate the issue.